Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 256 mg/dl, 149 mg/dl. Tests were done within 10 minutes with a difference of 47%. Patient did not experience any adverse events. No further information has been reported.